Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Evaluated 3 open/used reservoirs (transfer guards not returned). Using a new lab transfer guard; performed pre-fill test (appendix c) and found no air bubbles during analysis. Inspected reservoir's o-rings and stopper groove for anomalies appendix d and none was found, as follows: installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: reservoir passed per pre-fill, bolus, and basal test; no air bubbles anomalies were found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported continuously air bubbles in the reservoir.  The customer reported no adverse event. The event involved products mmt-431ak, mmt-342. Troubleshooting was performed and found that the customer was not successful in purging air bubbles. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the infusion set. No product return is required for mmt-431ak. The customer discontinued the use of the reservoir. Mmt-342 was requested and customer response was the device was returned.